Event description:
It was reported that a patient underwent a vaginal laceration repair procedure on (B)(6) 2010, and suture was used. During the procedure, the tip of the needle broke off. The needle pieces were retrieved during the same procedure. There were no adverse patient consequences noted.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.